Event description:
It was reported that at follow-up, low sensing and high capture threshold were noted. Lead dislodgement was found. The lead was explanted and replaced when repositioning was unsuccessful.